Event description:
It was reported that the patient fell and landed on their left shoulder; the fall was not believed to be related to system performance. It was also reported that after the patient's fall, the right ventricular [rv] lead had loss of capture and intermittent high impedance measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: performance data collected regarding the lead was received and analyzed. Analysis revealed 14 nonsustained ventricular tachycardia episodes had occurred since (B)(6) 2012, eight of which averaged less than 210ms v-v intervals. Additionally, weekly impedance readings were stable until the week ending (B)(6) 2012. The maximum impedance measured was out of range. Daily impedance readings were intermittent, indicating a failure to measure.